Manufacturer narrative:
The device was evaluated, and the reported issue was not confirmed. The nozzle was clogged by foreign materials (a kind of mucus solid) which could not be removed. The light guide connector was cracked and had liquid intrusion. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The olympus representative reported on behalf of the customer, air/water could not pass smoothly on the evis lucera gastrointestinal videoscope due to foreign materials exiting the nozzle. The issue was found at reprocessing. The intended diagnostic procedure was completed with a similar device with no surgical delay. The scope was used with the evis lucera elite video system center. No patient harm reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely reprocessing after the previous procedure was incorrect, and foreign material like body fluids clogged in the nozzle. The root cause of why the device was not reprocessed according to the device instructions for use (IFU) could not be determined. The following is included in the IFU and may have helped prevent the event: "inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. "Warning: if the endoscope is not immediately cleaned after each procedure, residual organic debris will begin to solidify and it may be difficult to effectively reprocess the endoscope." "Caution: to prevent clogging of the air/water nozzle of the endoscope, flush water into the air channel of the endoscope, using the aw channel cleaning adapter (mh-948) after each patient procedure." "Clean the external surface" "immerse the endoscope in the detergent solution." "With the endoscope immersed, use a soft brush or lint-free cloth to thoroughly brush or wipe all external surfaces of the endoscope. Pay particular attention to the air/water nozzle opening and the objective lens, and ensure that all surfaces of the distal end are thoroughly cleaned". "Flush the air/water channel with detergent solution". "Remove detergent solution from all channels". "If there was excessive bleeding during the patient procedure or if precleaning could not be performed immediately after the patient procedure, presoaking the endoscope in detergent solution before manually cleaning the endoscope may be required to wet and loosen debris that has dried and hardened onto the endoscope¿s surfaces. Follow the procedure described below." Olympus will continue to monitor field performance for this device.